Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during the operation on (B)(6) 2013, the drill bits were broken. There was no impact on the procedure, and the operation was finished successfully. The broken part has been thrown away. No additional information is available. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates the complete spiral grooved tip of the drill bit is broken off and missing. The measurable dimension (shaft diameter) of the broken drill bit was checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with the international standard (1.4112). The microscopic view of the broken surface does not show any anomalies of materials structure, what indicates material conformity as well. The tip broke off during a mechanical overloading situation. Various circumstances may led to the breakage such as exposing to extended lateral stress, contact with other metallic parts or blunt cutting edges. This device was manufactured in january 2011, the condition of the cutting blades before surgery is unknown. Manufacturing and inspection records indicate no problems with the lot in question. No product related fault could be detected. Device was used for treatment, not diagnosis

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.